Manufacturer narrative:
Investigation could not be completed, no conclusions could be drawn as device was not returned and part number and lot number were not provided.

Event description:
A pt who has been implanted with veptr one was readmitted to the facility on (B)(6) 2011 for scheduled lengthening. Surgeon discovered that the rod was broken. Surgeon replaced the rod with veptr two and lengthened the construct.

Manufacturer narrative:
Information obtained from returned device. There are two approximately 1mm diameter indentations on the remaining portion of the 5.925 diameter shaft approximately 2mm below the break site that are 180 degrees apart. There are also two heavy indentations approximately 90 degrees apart from the spherical indentations on the shaft. There are multiple scrapes and gouges on the 243.23 radial surface and side edges. There are no markings on the device as to ascertain the device history. The material type is within specification and the shaft diameter at the break site is within specification. The device is designed to mate with a rib sleeve, lamina hook, and/or connector. The follow-up rod portion may be bent and/or cut. The break occurs where a notch was previously created from bending the rod portion of the extension. It cannot be determined how many times the rod section of the implant was contoured and therefore, weakened, prior to breakage.